Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. A foreign object was confirmed in the forceps channel, but the foreign object could not be identified. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had resistance in the biopsy tube. The issue was found during preparation for use in a gastroenteroscopy procedure. The patient was not under anesthesia. The procedure was completed with another device with no delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a light blue colloidal foreign material said to be tissue glue in the biopsy channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found there was foreign material clogging the inside of the channel tube, causing an unsmooth channel. After removal of the foreign material, the channel was restored to normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.